Event description:
(B)(4), patient experienced lack of primary stability.

Manufacturer narrative:
The original MDR 3500a for this event was submitted in error. The return for this part was never received. (B)(6) 2021.